Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's daughter reported that the patient encountered a fluid leak during pd treatment. The patient awoke to use the restroom in the night and discovered fluid on the floor. The patient was put on antibiotics. In a follow up, the reporter said the patient did not have any harm or adverse event due to the fluid leak. The patient is still taking the prophylactic antibiotics. The reporter said the patient line seems to be compromised about 4 inches outside of the cycler. It looked to only be attached by a strand of plastic. There was no fluid in the cycler, only on the floor. The cycler set is available to return as a sample.

Manufacturer narrative:
Correction: h.6.

Event description:
A peritoneal dialysis (pd) patient's daughter reported that the patient encountered a fluid leak during pd treatment. The patient awoke to use the restroom in the night and discovered fluid on the floor. The patient was put on antibiotics. In a follow up, the reporter said the the patient did not have any harm or adverse event due to the fluid leak. The patient is still taking the prophylactic antibiotics. The reporter said the patient line seems to be compromised about 4 inches outside of the cycler. It looked to only be attached by a strand of plastic. There was no fluid in the cycler, only on the floor. The cycler set is available to return as a sample.

Manufacturer narrative:
Correction: b.5.

Event description:
A peritoneal dialysis (pd) patient's daughter reported that the patient encountered a fluid leak during pd treatment. The patient awoke to use the restroom in the night and discovered fluid on the floor. The patient line broke off completely from the cassette while still attached to the patient. The patient was put on antibiotics. In a follow up, the reporter said the patient did not have any harm or adverse event due to the fluid leak. The patient is still taking the prophylactic antibiotics. The reporter said the patient line seems to be compromised about 4 inches outside of the cycler. It looked to only be attached by a strand of plastic. There was no fluid in the cycler, only on the floor. The cycler set is available to return as a sample.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's daughter reported that the patient encountered a fluid leak during pd treatment. The patient awoke to use the restroom in the night and discovered fluid on the floor. The patient line broke off completely from the cassette while still attached to the patient. The patient was put on antibiotics. In a follow up, the reporter said the patient did not have any harm or adverse event due to the fluid leak. The patient is still taking the prophylactic antibiotics. The reporter said the patient line seems to be compromised about 4 inches outside of the cycler. It looked to only be attached by a strand of plastic. There was no fluid in the cycler, only on the floor. The cycler set is available to return as a sample.